Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product dat315-615 that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the lens faulty. The lens was explanted and replaced with backup lens during initial procedure as it was scratched. The procedure was completed on same day. Additional information has been requested.